Event description:
It is reported that revision surgery occurred due to fracture. Exact implant and explant dates are unk.

Manufacturer narrative:
We could not obtain a complete catalog #; therefore, a baseline report cannot be filed. Eval summary: no prod, x-ray or pictures of the explanted device has been returned for analysis. No traceability info (item and lot #s) of the prods used during surgery has been provided. No cause analysis is possible with the available info. Eval: no prod was returned. Review of the device history records was not possible as the prod and/or lot #s required for retrieval were unavailable. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.